Event description:
Rescuer was performing CPR on pt with an "mdi CPR" microshield. Rescuer claims that the one-way valve failed, causing saliva from pt to come in contact with the rescuer. The pt was infected with hepatitis c. The device was discarded, preventing any eval of the device to determine if it in fact malfunctioned. It is unknown at this time if the rescuer has been infected with hepatitis c.